Event description:
On january 15, 2007, the lay user/reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that her one touch ultra meter was prompting the battery indicator. According to the owner's manual, the battery indicator appearing by itself would mean that the power was too low to perform a test. The senior medical affairs specialist mailed a letter since the reporter could not be reached by telephone. The patient had been experiencing frequent urination during the time of concern. The reporter indicated that the patient tested prior to the onset of her symptoms; however, the result was unk. Either the patient was unable to test or did not attempt to test during or after the onset of her symptoms. She was taken to the hosp on the same day at 2:00 pm. The reporter was unable to recall the exact results; however, she was advised that her blood glucose results were "high". Evidently, the reporter claimed the patient was not given medical treatment. It would have been helpful to know when the meter started prompting the battery indicator, how long the patient had been unable to obtain a quantitative blood glucose result, results obtained prior prompting the battery indicator, if she attempted to replace the battery, when she developed symptoms, was she aware that her blood glucose was high, her prescribed testing frequency, if she had a back up meter, her medication regimen, who took her to the hospital, if any treatment was received, and diagnosis. The customer care advocate discovered that the battery had not been replaced per the owner's manual. The meter, test strips, and control solution were replaced. Based on the available info, it is unk if the product malfunctioned, since the patient had not replaced the battery per the instructions. This complaint is being reported due to the following conclusion: the patient was unable to obtain blood glucose results for an unk period of time, experienced frequent urination, and was advised that her blood glucose was high. The reported symptom suggests the patient was hyperglycemic while unable to obtain quantitative meter readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.